Manufacturer narrative:
Additional information received from the local field representative indicated that the device was programmed to aai mode with vvi back-up pacing. The patient plans to be seen at their next scheduled device check. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise and oversensing on the right ventricular (rv) lead. This also resulted in pacing inhibition for the right atrial (ra) lead due to the timing interval in association with the programmed pacing mode. It was reported this patient was atrial pacing dependent. Boston scientific technical services (ts) discussed reprogramming the device to an atrial only pacing mode. No adverse patient effects were reported.